Event description:
Healthcare professional reported right side cyst, fluid build up, and rupture. Device was explanted.

Manufacturer narrative:
Clarification from d6a implant date: the implant date was reported as (B)(6) 2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported "cysts", "implant is visualized with irregular margins", "discontinuity of the implant shell", "fluid build up" and "intracapsular rupture" diagnosed via MRI. This record is for the right side. The device was explanted and replaced.